Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with a locking compression plate (lcp) plate and an unknown quantity of screws on (B)(6) 2017. On unknown date patient developed symptomatic hardware pain. Patient was returned to surgery on unknown date where all hardware was removed. This report is for an unknown quantity of unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A hardware removal of the locking compression plate and an unknown number of screws had been scheduled for (B)(6) 2018. However, the procedure was cancelled and has not been rescheduled. Patient outcome is not specified.

Event description:
It was reported the patient was initially implanted with one (1) locking compression plate and seven (7) 3.5mm cortex screws on an unknown date in (B)(6) 2017. Subsequently, the patient developed symptomatic hardware pain due to a non-union that was found out on (B)(6) 2017. On (B)(6) 2018, one (1) intact locking compression plate and six (6) 3.5mm cortex screws were removed where one (1) screw was broken. One (1) cortex screw was left in the soft tissue of the patient. It was unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: lcp plate (part# 223.601, lot# 6371554, quantity 1); 3.5mm cortex screws (part# 204.8xx, lot# unknown, quantity 5). This report is for one (1) unknown 3.5mm cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient¿s height reported as 5 feet 6 inches. This report is for one (1) unknown 3.5mm cortex screw/unknown lot. Partial part number reported as 204.8xx. Without the specific part number; the UDI number and 510-k number is unknown. Device was implanted on an unknown date in (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
01/08/2019: updated event description: it was reported that the patient was initially implanted with one (1) locking compression plate and six (6) 3.5mm cortex screws on (B)(6) 2017. Subsequently, the patient developed symptomatic hardware pain due to a non-union that was found out on (B)(6) 2018. On (B)(6) 2018, one (1) intact locking compression plate and six (6) 3.5mm cortex screws were removed. Surgeon opted to leave a broken tip of one (1) broken cortex screw in the soft tissue of the patient. It was unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: lcp plate (part# 223.601, lot# 6371554, quantity 1); 3.5mm cortex screws (part# 204.8xx, lot# unknown, quantity 5).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was initially implanted with one (1) locking compression plate and seven (7) 3.5mm cortex screws on (B)(6) 2017. Subsequently, the patient developed symptomatic hardware pain due to a non-union that was found out on (B)(6) 2018. On (B)(6) 2018, one (1) intact locking compression plate and six (6) 3.5mm cortex screws were removed. Surgeon opted to leave broken tip of one (1) broken cortex screw in the soft tissue of the patient it was unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: lcp plate (part# 223.601, lot# 6371554, quantity 1); 3.5mm cortex screws (part# 204.8xx, lot# unknown, quantity 6) . This report is for one (1) unknown 3.5mm cortex screw. This is report 1 of 1 for (B)(4).